Manufacturer narrative:
The actual device was not returned for evaluation. An evaluation could not be conducted since the device was not returned. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Without the return of the actual device the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the tr band was applied, bleeding was noticed and the band was said to be deflated. Air was re inserted into band after the band was adjusted for proper placement. Again, bleeding was noticed a few minutes later. Band was then removed and a new band was opened and placed. Estimated blood loss was less than 250cc. The patient is stable. The procedure outcome was successful.